Manufacturer narrative:
Zimvie complaint number (B)(4).

Event description:
It was reported that upon torqueing down of the implant, they heard a popping noise. The implant was backed out and a new one was placed.

Event description:
The customer clarified that no fracture was noted however the doctor was not comfortable leaving the implant in the patient's mouth in case of an undetected issue.

Manufacturer narrative:
Supplemental report provided as the customer provided an additional update to the complaint description originally reported under MFR #0002023141 - 2022 - 02427.

Manufacturer narrative:
This report is being submitted to report additional and corrected information to 0002023141-2022-02427-1. The item number was previously reported incorrectly and has now been corrected. The following sections are being reported: g4: additional 510(k) numbers are k011028 and k013227. The product was returned. However, the reported event could not be verified since the exact details of event were unknown and remain unverifiable. Based on the evaluation and dimensional analysis, device malfunction has not occurred. Additionally, there is no existing nonconformance / CAPA / hhe/d / ie / product hold against the reported device that did or could cause or contribute to the reported event. Monthly post market trending review identified no adverse events or actionable trends for the reported event or devices. Zimvie quality management system (qms) has controls in place to ensure the distribution of conforming product. Therefore, based on the available information, the product was within specifications and conforming when it left zimvie. DHR review for the lot had revealed no deviations nor non-conformances which could have caused or contributed to the reported event. All sterilization activities were conducted with no nonconformities per sterilization record. Complaint history review was performed for the reported lot number for similar events and no other complaint was identified. A definitive root cause could not be determined. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimvie will continue to monitor for trends.

Event description:
No additional or corrected information to report.